Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ER department does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported. Attempt #1: 07/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide any patient info. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1: 07/12/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide the additional device serial numbers. Bedside monitor(s), model: bsm-6301a, sn: ni. Bedside monitor(s) model: bsm-1753a, sn: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the ER department does not audibly alarm. All lights appear when alarming. No reported missed alarms due to this issue. This issue did not affect cns monitoring. Every alarm was captured and vitals coming through like normal. No patient harm was reported.